Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the customer changed pump supplies and resumed insulin therapy successfully. Customer¿s blood glucose level was 123 mg/dl.